Event description:
It was reported by service report that the head jack was drifting and the foot end cover was broken with sharp edges exposed. No patient involvement oar adverse consequences were reported.